Manufacturer narrative:
(B)(4). Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding the situation reported with the device. If a sample or any additional information becomes available a follow up emdr will be submitted.

Event description:
The customer reported an incident with the following information. The circuit was in use with a hamilton-g5 ventilator. End-user reported that they had to empty the expiratory limb every 4 hours. The circuit had excessive condensate in expiratory limb. Circuits in the department have two lot numbers: 0001109237 and 1000112823. The lot number for the circuit that was used during this incident is unknown. The respiratory therapist had to change out the filters on the circuit three times during her shift due to moisture. The respiratory therapist reported that the patient did not have any respiratory compromise related to this and she was not sure if the moisture was related to the circuit or just the patient¿s respiratory status.